Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-56, serial#: (B)(4), description: avista MRI perc lead kit, 56cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was lead migration. It was noted that the patient was not getting coverage in the pain areas. No further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a lead revision procedure for unknown reason.